Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the intermittent failure of the footswitch pedal. As a part of troubleshooting, fse checked the system mechanically and the damaged pedal cable cover was detected. Upon functional testing, fse found that the root cause of the issue was damaged wired footswitch cable. The fse replaced the wired footswitch cable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that there was intermittent failure of the footpedal. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.